Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues. It was reported that for the last several months, the patient was going to the bathroom frequently. The patient stated she has had bladder infections but she cannot blame that on the infections. Also stated that last night she was woken up. There were no further complications or anticipations reported with this event.